Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/11/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The product was returned in the closed tray and its sealed pouch with no evidence it had been opened. A red circle was drawn on the pouch to indicate the location of the reported "bug" however there was nothing inside the circle. A black spec was observed on the opposite side of the packaging within the plastic device tray. The pouch and tray were carefully opened and the black spec was removed from the packaging. The black spec was examined by the manufacturing team on 09/06/2023 with the following results (see attached for full report and copy of tappi chart): "after reviewing qs2049274 rev ag 'particulate contamination and surface anomalies in the cer' and reviewing particulate found against our t564 tappi chart for size of particulate acceptability, it is clear the particulate found is well within our guidelines of acceptability." Additionally, the spec was sent out for micro ftir testing to determine the type of foreign material. Testing was conducted on 09/19/2023 and identified the spec as a black colored polyester flake ~880 micrometers wide (see attached ftir report). Based on the returned condition of the device, investigation results, and ftir testing, the reported failure "microbial contamination of device" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000324334 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2, there was a bug inside the sterile pack. It was noticed before any contact with the patient. Another kit was opened to successfully complete the procedure. The patient was not in the room at the time of the discovery of the bug/ no patient involvement.